Event description:
The tech alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail was missing the roller guide, spacer and screw. The tech replaced the side rail roller guide, spacer and screw to resolve the issue.